Manufacturer narrative:
Initial report suggested there were no medical intervention or treatment provided; the current status of the number of patient is unknown. Lot number: 221co20130 has not been identified by ihealth labs, inc., as a counterfeit product, so it is safe to conclude that the device/kit received is a valid ihealth labs, inc., manufactured test kit product. Customer/user may have not followed the instructions accurately, possibly causing the positive test result/outcome when the test antigen kit was used although this has not been confirmed as noted in the IFU, under step 6 read result: results should not be read after 30 minutes (results shows at 2x magnification). Note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. Test to the production batch of product retention samples (lot:221co20130) , the test was pass.

Event description:
The user was noted to have reported via email, as follows: hello-my name is (B)(6), and I am the covid safety officer for the (B)(6) theatre company in (B)(6). We have been using your tests with great success all season to test our actors this season. They have extremely helpful during this difficult time, but we recently experienced an issue that we would like for you to address. This past week we had 5 different tests all from lot # 20130 that had a very faint / cloudy, yet visible positive line for individuals who did not have covid. They continued to test daily for the following 3 days and were negative each time following the inconclusive test. This caused quite confusion and stress for us and we had to cancel a performance because of these inconclusive tests because as your instructions state even the faintest of lines is a positive test result. Is it possible to be reimbursed for the for the batch that we ordered? If not, is it possible for us to receive a new case of tests? Do you also have any advice or guidance on what to do if we again see a very faint shadow of a line? Is it appropriate to ask someone to wait a certain length of time before retesting?